Manufacturer narrative:
The reported premature battery depletion and no communication were confirmed in the laboratory. The cause of the no communication was due to a depleted battery. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. Battery depletion suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.